Event description:
During an exploratory ultrasound procedure in which the dr. Was attempting to evaluate a duodenal adenoma with an ultrasonic gastrofiberscope, pt sustained a perforation in the duodenum. The hosp. Nurse reported that the pt's duodenum was weak and friable prior to the exploratory exam. Pt was taken to surgery for repair of the perforation.